Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight stent damage with struts on rows 4-8 slightly compressed from the distal end of the stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-may-2016. It was reported that crossing difficulties were encountered. The patent was heparinized as per protocol and activated clotting time (act) 310 was reached. Vascular access was obtained via the right femoral artery. The 80% stenosed, 19mm x 3-3.5mm, eccentric, de novo target lesion was located in the right coronary artery (rca). After a 4.0 non-bsc guide catheter and guide wire were advanced, pre-dilatation was performed with a 2.5x12mm emerge balloon catheter at 14 atmospheres, then with a 3.0x12 and 3.0x15 emerge balloon catheters, resulting to 50-60% residual stenosis. A 20 x 3.00 promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and a 3.5x24 promus premier¿ stent was implanted in the proximal rca at 16 atmospheres and was post-dilated with a 3.5x12 non-compliant balloon at 14 atmospheres. The procedure was completed with good results. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.